Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display as a result of a corroded motor home switch.

Event description:
It was reported that the customer's insulin pump was malfunctioning, and it seems to be fluid under the liquid crystal display. Troubleshooting was performed. The customer's blood glucose reading was 8.4mmol/l. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.